Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: "we experienced electrolyte results that are not consistent with the patient¿s clinical condition."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were visually inspected with no issues identified. Testing on lithium heparin tubes is intended for plasma specimen not whole blood. Therefore further clinical investigation is not required for this claim as the workflow is off-label. Use of bd products outside manufacturer claims must be validated by the end user. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for erroneous results.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown .

Event description:
It was reported when using the unspecified bd vacutainer tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: "we experienced electrolyte results that are not consistent with the patient¿s clinical condition."

Manufacturer narrative:
Additional information has been provided. The following changes have been made below. B.5. Describe event or problem: it was reported when using the bd vacutainer® lithium heparinn blood collection tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: "we experienced electrolyte results that are not consistent with the patient¿s clinical condition.". D2: common device name: bd vacutainer® lithium heparinn blood collection tubes d.3 medical device manufacturer: becton, dickinson & co. D.4. Medical device catalog #:367884. D.4. Medical device lot #: 2259080. D.4. Unique identifier (UDI) #: (B)(4). D.4. Medical device expiration date: 2024-01-31. G.1. Manufacturing location: becton, dickinson & co. G.5. PMA / 510(k) #: k945952. H.4. Device manufacture date: 2022-09-16.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: "we experienced electrolyte results that are not consistent with the patient¿s clinical condition.".